Manufacturer narrative:
Service pending.

Event description:
The customer reported the ventilator would not operate on ac power. The customer reported there was no patient involvement. Service is pending.